Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the medium-large clip applier (mlca) cable was loose. The procedure was continuing with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument was inspected prior to use. A loose cable was noted, and the clip could not be closed. There was no fragment that fell inside the patient¿s anatomy. The blood vessel was greater than 10 mm in diameter. The patient did not experience any complication during or after the procedure.

Manufacturer narrative:
Isi has received the medium-large clip applier for evaluation and the failure analysis (fa) testing has been completed. The reported complaint of a loose cable was able to be replicated and confirmed. The instrument was found to have a cracked clamping pulley in the back end. The grip clamping pulley was cracked which can lead to the cables unraveling/dislodging from the pulley. This can result in the cables becoming loose or derailed on the distal end, causing non-intuitive motion and engagement failure. No cables showed any signs of fraying or breakage. The instrument was unable to perform a clip test due to the inability to engage properly with the sterile adapters on the in-house system. The root cause of this failure is attributed to mishandling/misuse, most commonly caused by improper reprocessing, such as prolonged exposure of instrument to harsh cleaning agents. Failure analysis found the secondary failure to be related to the customer reported complaint. The instrument was found to have dried residue around the clamping pulley cable grooves and at the location of the cracked clamping pulley. The root cause of residue instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the provided image was performed by an isi failure analysis engineer (fae) prior to the product being returned for analysis. The following additional information was provided: it was possible that the instrument had a loose grip cable. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 55 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.